Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported via a letter rec'd by our international credit and collections manager. The letter was sent to his email address by a law office in savannah, georgia. They were reporting their client, a female, was injured by a faulty catheter. No other details are known. Our database was searched. There was only one event reported for (B)(6) 2011 in (B)(6). It is unk if the event reported to us previously was this event. Therefore, we will enter a new report and attempt to gather more details via our legal counsel.